Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error, power loss alarm and replace battery alert. No low battery alarms noted during testing. The power management tool confirmed power error, power loss alarm and replace battery alert, was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error and low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that his pump was not working and he had a power error alarm. Customer reports pump has not been exposed to temperatures below 41°f. Customer wasn't using a 620g or 640g pump with software version 2.6. Customer has not previously called to report power error detected. The customer reported that he was not sure why the battery is not lasting and why the meter is not connected. Checked alarm history and power error detected was present. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.